Event description:
The customer obtained imprecise vitros trop I es results (patient 1= 0.216 ng/ml vs. 0.029 ng/ml; patient 2= 0.060 ng/ml vs. 0.011 ng/ml) from two patient samples run on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The patient samples in question were repeated per the customer's protocol to test all trop I es in duplicates. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros trop I es results were obtained from two patient samples run on the vitros eci immunodiagnostic system. Additionally, the patient sample 2 was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined due to insufficient information provided. However, an analyzer related issue, a reagent (lot in use)related issue or a pre-analytical sample processing issue (for patient 2) cannot be ruled out as potential contributing factors. The root cause of the event is unknown.